Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery because the cylinder strength was weak. Saline solution was added to the cylinder and no components were removed. There were no patient complications reported.